Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
D10: concomitants: (B)(6) - 142-32-93 - cocr fem head 32mm -3.5 offset 12/14. (B)(6) - 180-00-52 - nv crown cup no hole 52mm group 2. (B)(6) - 164-02-10 - element-stem, collarless w/ha, high offset, sz 10. Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2010. Approximately 12 years and 6 months after the initial procedure the patient had a left hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: left hip arthroplasty polyethylene liner wear with stable implants findings: abductors were intact with retained suture from the prior direct lateral approach repair. Indwelling components were confirmed to be well fixed and appropriately positioned. Significant polyethylene liner wear was present with some delamination and thinning of the indwelling plastic liner. There was no macroscopic evidence of infection throughout the hip.